Event description:
It was reported by the patient that they were "having a couple of issues" with their implantable pulse generator (ipg). The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.